Event description:
It was reported by the customer that a pyxis medstation es system had tower door 3 failure, which was accompanied by a clicking sound during attempts to recover the system. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 3 failed due to the faulty latch sensors. A field service engineer resolved the issue by replacing the latch sensors. The system functioned as intended after the field service engineer troubleshot the device.